Manufacturer narrative:
No other adverse events have been reported. Efforts to obtain additional event details were unsuccessful and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Additional information was received in (B)(4) 2012 that these red alerts were still being generated. The information was communicated to this patient's physician who is aware of the clinical observations. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information has been provided that this is a device specific issue, not a lead issue.

Event description:
Boston scientific received information that a red alert was received via latitude stating this lead had exhibited a low shocking impedance measurement.